Manufacturer narrative:
(B)(4). Additional information requested and received: what is the surgeon¿s typical cartridge selection for bypass procedure? Use blue cartridge 45 mm for stomach and white in bowels. Was buttressing material used? No it does not. What color cartridges were used throughout this surgical procedure? As described above was any issue noted in regard to staple form in initial procedure? Please describe staple form noted in reoperation. Disruption in the excluse stomach staple line what was found during the reoperation on (B)(6) and how was it addressed? A lot of stomach secretion and disruption in the staple line. Was the patient still in hospital prior to 2nd operation? Yes. Were any radiological studies done? No. Are any photos or video available? No. Has the cause of patient death been determined? Abdominal sepse post excluso stomach explosion was an autopsy performed? If so, can the results be shared? No. Are the operative notes available? Yes.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the surgeon¿s typical cartridge selection for bypass procedure? Was buttressing material used? What color cartridges were used throughout this surgical procedure? Was any issue noted in regard to staple form in initial procedure? Please describe staple form noted in reoperation. What was found during the reoperation on (B)(6) and how was it addressed? Was the patient still in hospital prior to 2nd operation? Were any radiological studies done? Are any photos or video available? Has the cause of patient death been determined? Was an autopsy performed? If so, can the results be shared? Are the operative notes available?

Event description:
It was reported that we have a case where there is suspected of rupture of the chain of staples of a patient who died yesterday. In the surgical act everything was very smooth (calm) and in any moment was noticed the deficiency of the line of staples, however the same has broken days later. The patient had an abdominal pain after having been discharged, infection was found in the abdominal cavity, which probably came from the rupture of the excluded stomach. The rupture of the chain of staples is a suspect, we are not sure of what actually occurred. Product was discarded because there was no problem during surgery. Date of the first surgery: (B)(6) 2018 . Date of the re-operation: (B)(6) 2018.